Manufacturer narrative:
Reference record: (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that following tubing placement, the patient experienced pain with hardness of the upper abdomen, stoma site pain with inflammation and yellow fluid discharge. And pain mobilizing the peg tube. It was reported that the patient was prescribed augmentin for 7 days for the stoma site and discharged from the hospital. On an unknown date, the patient was hospitalized due to intense stoma site pain. No further information was available.